Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, after the 8mm harmonic ace instrument was installed, at the start of use, it was found that the white teflon pad had fallen off the instrument could not be used. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.